Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time, and insulin therapy was successfully resumed. Customer's blood glucose level was 70 mg/dl.